Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, nurse found brush stuck in biopsy channel. There were no report of patient involvement. ----------------------------------------------- 05-aug-2025, we received following information from dd-122862: 1. With reference to the event description mentions another device, the ¿brush stuck in biopsy channel¿ could you kindly confirm whether the brush is an olympus product? If yes, we would appreciate it if you could provide the product model, serial number, and item code for our reference. Answer: olympus, bw-412t. 2. Could you please kindly confirm was there any malfunction of product ¿brush¿? Answer: brush separate from the body and struct inside the scope. 3. Could you please kindly confirm whether the product referred to as ¿brush¿ will be returned to olympus? If yes, we would appreciate it if you could also provide the return date, or the expected return date from the customer. Answer: cannot return. Customer already disposed. Remark: 1.this inquiry is a clone of parent inquiry inq-516979 (product #1: gif-ez1500 sn: (B)(6). This inquiry captures product #2: bw-412t. 2. Lot/serial number and item code are/is unknown as related information was not mentioned in the original inquiry.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.